Manufacturer narrative:
(B)(4). Results: positioning difficulties, vessel occlusion. Tight common iliac artery with an area of focal calcification. Conclusion: positioning difficulties, vessel occlusion. Tight common iliac artery with an area of focal calcification.

Event description:
A valiant thoracic stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The right common iliac artery was tight measuring 8 mm in diameter and contained an area of focal calcification. It was reported that a conduit was placed in the right common iliac artery for insertion of the delivery system; however, right at insertion point of the anastomosis there was a shelf of calcium that was not initially seen which did not allow the delivery system to be inserted. A 9x15 I-cast stent was placed in this area; however, it was still not possible to insert the delivery system. At this point there was no pulse on the right side (doppler) from what appeared to be due to an occlusion due to the shelf of calcium. The decision was made to do a fem-fem bypass from the left to the right. The two stent grafts were successfully inserted and deployed from the left side without complication. No additional clinical sequelae were reported and the patient is fine.